Event description:
Additional information received reported that the hospital pharmacy wanted to keep the pump for a month and the pump was to be returned to the manufacturer ¿in about two weeks¿ from the date of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump motor stalled and never recovered. The pump was replaced. The patient did not experience any withdrawal symptoms before replacement; the patient had no symptoms related to the event. Following the replacement, the patient received effective therapy and was ¿fine.¿ the patient status was reported as ¿alive-no injury.¿ the pump had always been delivering baclofen. Before (B)(6) 2013, the pump was delivering lioresal; after (B)(6) 2013, the pump was refilled with a generic baclofen. The pump was implanted in (B)(6) 2007; per the reporter this was an approximate date. The pump eri (elective replacement indicator) was 12 months.

Event description:
It was later reported that the hospital pharmacy would no longer return the pump. The reporter was unable to predict when and if the pump would be returned.